Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a 90% stenosed lesion in the mid to distal right coronary artery (rca). Two treatment passes were performed at low speed and two at high speed, all in a proximal to distal direction. During high speed treatment, the guide catheter moved backwards and the oad came into contact with the proximal rca vessel. Due to the wire bias present, a perforation occurred and the patient became bradycardic. Hemostasis was achieved following treatment with a perfusion balloon, and both drug eluting and covered stents were placed. The patient condition was good following the procedure.